Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1. On (B)(6) 2019, during standard follow-up transthoracic echocardiogram (tte), the clip was noted to be detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 2. An additional procedure will scheduled at a later date. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following information was received: an additional mitraclip procedure was performed on 03/13/2019 for treatment. One additional clip was implanted to stabilize the single leaflet device attachment (slda) clip. The mr was reduced from 4 to 3. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). All available information was investigated. The additional treatment and hospitalization were related to case circumstances as an additional clip was implanted on (B)(6) 2019 to stabilize the single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.